Event description:
The pt had a fall in (B) (6) 2009 and she went to the emergency room. X-rays showed that the implantable neurostimulator was undamaged. It worked for about 2 months after that. The neurostimulator stopped working (B) (6) 2009. The pt felt no stimulation. The pt was in increased pain. The pt was seen in clinic twice for reprogramming, which was unsuccessful. The device was no longer communicating with the pt programmer. The pt was temporarily living away from her normal residence. She did not have her recharging equipment with her. The neurostimulator had a history of overdischarge. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).